Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds. Recapture with the delivery system was attempted by applying tension on the tether and it was suspected that the leadless ipg has disengaged from the septum. It was noted from that moment that the leadless ipg appeared to be attached to some cardiac structure and it was not possible to recapture it.  The physician tried to aligned delivery system and leadless ipg, verifying in multiple fluoroscopy views. However,  no action allowed the problem to be resolved. The anesthesiologist and echocardiographer were called in to determine where the leadless ipg was attached and it seemed to be the septal tricuspid flap. The leadless ipg was removed with excessive traction. However, this caused the patient to experience severe tricuspid insufficiency and the patient's hospitalisation period was extended. The leadless ipg and delivery system were attempted/not used. No further patient complications have been reported as a result of this event.